Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. This report is filed on june 13, 2017 (B)(4).

Manufacturer narrative:
This report is submitted on may 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant and reimplant the patient; however, this has yet to occur as of the date of this report.